Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2021, the patient underwent open surgery (endarterectomy) of the left femoral tripod due to stress ischemia. Patch closure was performed. On (B)(6) 2021, the patient was treated with a gore-tex® vascular graft as a femoro bypass because of ischemia due to a pseudoaneurysm at the patch. Implant site was the common femoral artery. It was reported that they first they cut the graft apart and then sewed the two pieces of the graft back together to form a y-shape. On (B)(6) 2022, the graft was explanted because of ischemia due to recurrent pseudoaneurysm (2200-a:other: ischemia due to recurrent pseudoaneurysm; compression of graft) on the anastomosis site.

Manufacturer narrative:
H6-code 4111: further information on the procedure and the device was requested from the 3rd party. The received information is captured in the updated event description. Section b: updated event description h6-code 3331 and 4119 and 3221: the serial number was requested but could not be obtained. The serial number is not known to the surgeon. Therefore, a review of the product history record could not be performed.

Manufacturer narrative:
H6: code 4111: further information on the procedure and the device was requested from the 3rd party. The received information is captured in the updated event description. H6: code 4112 and 4114 and 213: the explanting physician sent the specimen to a 3rd party for evaluation. The 3rd party is still in possession of the explanted specimen. The explanted specimen was not provided to gore for evaluation. The 3rd party provided gore with a level 1 explant report. The report was reviewed by gore explant scientists. Their observation summary states the following: the specimen consisted of two graft fragments anastomosed in an end-to-side configuration, with blue monofilament suture, and was reported to measure 45 mm (vgf-1) and 15 mm (vgf-2) in length with free-ends transected. The ablumen was generally devoid of tissue except minimal scattered plaques of tan to brown tissue and the blue alignment marks were clearly visible. A transverse enfolding of graft material was evident on the ablumen of vgf-1 at a bent region. Multiple evenly spaced serration marks were also visible. The lumens all had a thin to moderate layer of dark red brown tissue circumferentially lining the surface. The patency of the graft fragment could not be clearly determined based on the analysis or images provided. Material disruptions (e.g., transections and serration marks) were consistent with those caused by surgical instrumentation (e.g., scalpel, scissors, hemostats, forceps) likely used during a surgical procedure. The anastomotic site present as part of the returned specimen showed no evidence of graft or tissue pseudoaneurysm within the returned specimen.

Event description:
In (B)(6) 2021 the patient underwent open surgery (endarterectomy) of the left femoral tripod due to stress ischemia. Patch closure was performed. In (B)(6) 2021, the patient was treated with a gore-tex® vascular graft as a femoro bypass because of ischemia due to a pseudoaneurysm at the patch. It was reported that they first they cut the graft apart and then sewed the two pieces of the graft back together to form a y-shape. This y-shaped graft was used to replace the femoral tripod during a reconstructive surgery. On (B)(6) 2022, the graft was explanted because of ischemia due to recurrent pseudoaneurysm on the anastomosis site. Reportedly, the physician has no guesses as to why the pseudoaneurysm kept recurring.

Manufacturer narrative:
Description of the evaluation concerning possible root causes/causative factors and conclusion: the serial number was requested but could not be obtained. The serial number is not known to the surgeon. Therefore, a review of the product history record could not be performed. Gore received an explant analysis report related to the reported device from a third party (gepromed, france, independent laboratory). The gore device was explanted and the explanting hospital sent the explant to gepromed for investigation. Scope and results of the investigation related to the present explanted gore device were summarized in this report. The report was reviewed and evaluated by gore explant specialists with the following results: the specimen consisted of two graft fragments anastomosed in an end-to-side configuration, with blue monofilament suture, and was reported to measure 45 mm (vgf-1) and 15 mm (vgf-2) in length with free-ends transected. The ablumen was generally devoid of tissue except minimal scattered plaques of tan to brown tissue and the blue alignment marks were clearly visible. A transverse enfolding of graft material was evident on the ablumen of vgf-1 at a bent region. Multiple evenly spaced serration marks were also visible. The lumens all had a thin to moderate layer of dark red brown tissue circumferentially lining the surface. The patency of the graft fragment could not be clearly determined based on the analysis or images provided. Material disruptions (e.g., transections and serration marks) were consistent with those caused by surgical instrumentation (e.g., scalpel, scissors, hemostats, forceps) likely used during a surgical procedure. The anastomotic site present as part of the evaluated specimen showed no evidence of graft or tissue pseudoaneurysm within the evaluated specimen. Based on the explant analysis report provided by the third party (gepromed, france, independent laboratory), the reported event description, and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. Replaced all coded with imdrf codes.